Event description:
Unomedical reference number (B)(4). Event occurred in the canada on 26-apr-2024, it was reported by the patient that four infusion set was leaking at 2am this morning from the site. No further information available.

Manufacturer narrative:
Device 1 of 4. E1: patient city: (B)(6).